Event description:
On (B)(6) 2021, a patient was being transferred by emt crew at the facility [kppacc] using a hill-rom/liko viking lift xl and was dropped back into her wheelchair secondary to a metal failure in the lift arm apparatus. The patient was transferred to emergency room overnight where she was assessed to have a lower body contusion. The hill-rom liko viking lift was purchased in 2020 and put into operation in (B)(6) 2020. The lifts have a weight capacity of 660lbs. The lifts were assembled by hill-rom liko staff and have not been mechanically modified by any member of kp or other vendors. Visual inspection of the lifts with the liko representative and kp engineering occurred on (B)(6) 2021, it was identified that a piece of metal in the arm connector snapped. Additionally, inspection of the mechanism reveals a circular groove that has been worn into the surface of the sling bar by the scale attachment which connects the lift arm and the sling bar. FDA safety report ID # (B)(4).